Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they wanted to change to a different program because they were still not emptying their bladder enough. The patient reported having tried to increase the stimulation but they were trying to keep their stimulation down to save on the ins battery life. While on the call the patient synced with the programmer and it showed that stimulation was on, on program 3 at 1.7v. The patient could feel stimulation in the correct area. Patient services helped the patient change to program 4 at 2.0v. The patient was redirected to their health care physician (hcp) to discuss symptoms. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had an infection. Additional information from the patient reported that they were having to cath more than before the implant. Prior to the trial, the patient was cathing 1500-2300 every day. The first day of implant they had cathed 800 and since then they had been 700-1000 every night. On top of cathing more, the patient had a kidney infection. Patient reported they talked to the manufacturer representative 2 weeks after their implant and they increased the stimulation, but that didn't help. The patient checked their settings and they were on program 2 at 1.2 volts and the stimulation was off. The patient turned stimulation on and changed to program 3 at 1.4 volts, patient reported they could feel stimulation in the correct area. The patient was told to give it a couple of daysto see if they got symptom relief, they were told to call back or call their doctor if symptoms didn't improve. No further complications were reported or anticipated.